Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was found to have a completely broken grip tip. A piece approximately 0.2005" x 0.1150" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of a mega suturecut needle driver instrument broke while reprocessing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer does not work in the surgery department and only reported the information that was provided to him.